Manufacturer narrative:
H4: the lot was manufactured from (B)(6), 2020 - (B)(6), 2020. H10: the device was received for evaluation containing 160 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused after use of the device. It was further described as "infusion didn¿t go in and only went half in". There was no extension set on the PICC (peripherally inserted central catheter) line. Extra flushes were performed and three quarters of the device infused. The device had been filled with flucloxacillin 8g plus citrate buffer in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.